Event description:
It was reported by service report that the scale was not accurate. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: load cell cable was disconnected from cpu. Conclusion: load cell cable properly connected.